Event description:
It was reported that the physician believes the device was not delivering appropriate energy. It was noted that the device was not able to rescue at implant or at follow-up dft testing. The device was explanted.

Manufacturer narrative:
The reported field experience of an output anomaly was confirmed after reviewing the stored egms in the device. The egms showed that the device failed to convert the patient to sinus several times after the initial high voltage shock was delivered following induction. The cause of this, however, is undetermined. The device was tested on the bench and on the automated test system. The device passed all tests and no anomalies were detected.